Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. Three kinks were observed on the iab, approximately 22.9cm, 70.6cm, and 75.9cm from the iab tip. The optical fiber was found to be broken within the kink located 70.6cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was felt at the kinked locations. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. The catheter was placed on a cs300 pump and was unable to pump successfully at 140bpm. The condition of the iab as received indicated multiple kinks on the inner lumen and catheter tubing. The evaluation confirmed the problems. We are unable to conclusively determine when the kink may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the system generated several "gass loss in iab" alarms. After a new autofill cycle, the therapy was resumed. Later on that afternoon there was no ibp (invasive blood pressure) trace with the fiber optic (fo) catheter. The customer tried to re-calibrate the fo catheter, but still no ibp trace. The therapy was discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the system generated several "gass loss in iab" alarms. After a new autofill cycle, the therapy was resumed. Later on that afternoon there was no ibp (invasive blood pressure) trace with the fiber optic (fo) catheter. The customer tried to re-calibrate the fo catheter, but still no ibp trace. The therapy was discontinued. There was no reported injury to the patient.